Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 25th january 2010 and performed to specification up to the 14th december 2014. Multiple manual power ups of ten minutes were observed in the device memory on 19th december 2014 and 20th december 2014. On 21st december 2014, the device passed an auto self-test and continued to perform successful weekly auto self-tests, alongside five random ten minute manual power ups, up to 20th september 2015. Further multiple manual powers mainly of ten minutes duration were observed in the device memory between the 25th september 2015 and the last log entry on the 21st december 2015. During this time, the pad-pak became depleted and a new pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.